Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2019, in the (B)(6) hospital, the patient was hospitalized for long term. The swg (spring wire guide) went through the needle not smoothly and was easy to kink and the tip end was easy to deform, which caused the implantation difficult during the usage on the patient. A new one device was successfully used.

Event description:
It was reported that" (B)(6) 2019, (B)(6), the patient was hospitalized for long term. The swg (spring wire guide) went through the needle not smoothly and was easy to kink and the tip end was easy to deform, which caused the implantation difficult during the usage on the patient. A new one device was successfully used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.